Manufacturer narrative:
The reported issue, filling program, was resolved by calibrating the deaeration pump head. The flow pump head and loading pressure regulator were also calibrated to resolve the reported issue, filling program. The machine was returned to service with no further issue. No parts were returned for eval. A device history record review was conducted and confirmed that there were no deviations or nonconformances during the mfg process. Product labeling, material, and process controls were within specifications.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during dialysis mode. There was no effect on the patient; he successfully completed treatment on the same machine. The drain height was within specification and there were no obstructions in the drain line. The user facility technician resolved the issue by calibrating the deaeration pressure, flow pressure, and loading pressure. The machine is back in service.